Manufacturer narrative:
H10: the customer called in to report that the display was moving from side to side. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and was unable to duplicate the issue. The fse replaced the light crystal display (lcd) for preventative recurrence. The fse was unable to duplicate the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting address state: (B)(6) reporting address postal: (B)(6)

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was moving from side to side. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. This investigation is ongoing.

Manufacturer narrative:
H10: the removed light crystal display (lcd) was returned to the product investigation lab (pil). The lcd was tested, and the failure was unconfirmed. Pil found that this lcd passed all tests while installed on the standard test bed (stb). This lcd was verified to be functional with no error.